Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2009 and performed to specification up to the 24th november 2013. The device failed multiple self test due to a low battery between 1st december 2013 and the 13th march 2014. The device remained in fault mode until 25th march 2014 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. The device successfully performed self-tests, alongside random manual power ons, one of which lasts ten minutes duration, up to the 3rd may 2015. The device records multiple manual power ons, under one minute duration, on the 8th may 2015. This may indicate the user was regularly power cycling the device or the beginnings of membrane failure. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The multiple manual power ups and measurements taken during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.